Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black case type = ngp customer returned insulin pump for an alleged critical pump error 24 alarm found on october 01,2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. No unexpected critical pump error 24 alarm noted during the testing. Successfully downloaded history files and traces using thus. Critical pump error 24 alarm was recorded in the formatted history file on the event date: october 01, 202203:42:00.000 october 01, 2022 03:52:00.000 october 01, 2022 04:19:00.000 to october 01, 2022 04:51:00.000 october 01, 2022 14:23:01.000 october 01, 2022 4:33:00.00 per r&d engineer, critical pump error 24 alarm was generated since the motor health check failed (the motor vcc was less than 2.9v). Suspecting the hw. The insulin pump was cut open to perform visual inspection and found corrosion on the electrical board. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Critical pump error 24 alarm was confirmed. Critical pump error 24 alarm due to corrosion on the electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that customer reported pump alarmed the critical error message. Realized the pump was off, changed the battery and presented the critical error message. No harm requiring medical intervention was reported. Troubleshooting was performed, and the issue was not resolved. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.